Event description:
Manufacturer's first level investigational unit reports the lancet protrudes beyond the end cap of the multiclix device after firing. No adverse event reported. Replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).